Manufacturer narrative:
Section d5, e4, h4, h8: correction. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the pump¿s return status; however, no further information was provided by the account and the pump has not been returned. If heartmate 3 lvas is returned at a later date, this investigation will be reopened to include the evaluation of the pump. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was upgraded on the transplant list for ventricular arrhythmias. Patient underwent heart transplant. No additional information was provided.